Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: costumer is not sure, if it´s a true postive, they have a lot of low positive or weird curves for adenovirus. If you need database, logs and run ask me to send it.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6: the complaint alleges the bd max instrument (catalog number: 441916 and serial number: (B)(6) had an " adenovirus - fp". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument ct1756 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode. Complaint history for ¿results¿ was reviewed for the month of april 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s2 with potential harm is short delay in results, testing must be repeated. Patient may require recollection of specimen possibly resulting in distress and/or mild discomfort via document baltrm-maxinst-aph, revision 20, line sw73.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "costumer is not sure, if it´s a true positive, they have a lot of low positive or weird curves for adenovirus. If you need database, logs and run ask me to send it."

Manufacturer narrative:
The following fields were updated with corrections: b.5. Event description: "it was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "costumer is not sure, if it´s a true postive, they have a lot of low positive or weird curves for adenovirus. If you need database, logs and run ask me to send it."" D.1. Device brand name: bd max¿ system, bd max¿ instrument d.2. Common device name: instrumentation for clinical multiplex test systems; product code: ooi. D.3. Manufacturer name: becton, dickinson & co. (Sparks) d.4. Catalog number: 441916; serial number: (B)(6); UDI number: (B)(4). G.1. Manufacturer name: becton, dickinson & co. (Sparks) h.4. Device manufacture date: 2020-04-27 h.5. Labeled for single use: no.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "costumer is not sure, if it´s a true postive, they have a lot of low positive or weird curves for adenovirus. If you need database, logs and run ask me to send it."